Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a sudden spike in shock impedance measurements reaching higher than 200 ohms. Technical services (ts) was contacted and reviewed the information available. This system was reprogrammed. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.